Event description:
It was reported that during a supply change, the ilet user primed the applicator but mishandled it, causing the infusion set to detach from the applicator and preventing proper deployment. No reported symptoms. Outcomes included resumption of insulin therapy after successful troubleshooting. Investigation included guided troubleshooting and user education to disconnect the primed tubing from the failed set, prepare and apply a new inset, and attach the already primed tubing to the newly applied infusion set, followed by a fill cannula. Investigation of this case revealed user handling error leading to an incorrectly deployed infusion set, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set application.